Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tka on an unknown date. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient had a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. A full revision. The patient was revised on (B)(6) 2023 and the tibial poly implant was swapped. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. However, the reported instability could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. D4: corrected. D10: concomitant devices: (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; (B)(6), 200-05-26 - inset patella 26mm. G4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. However, the reported instability could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.